Manufacturer narrative:
The customer reports that the cns (central monitoring system) software locks up/freezes and was not displaying patient vitals, but data was passing through to their emr system. The bme (biomedical engineer) performed a reboot of the system to restore functionality, but the cns will freeze again after a few hours. Had the bme check both the hard drives which were indicating good/green, however nihon kohden technical support believes the issue may be the hard drives. Gave the customer the part number for a backup hard drive to order in case the issue persists. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) software locks up/freezes and was not displaying patient vitals, but data was passing through to their emr system.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) software locks up/freezes and was not displaying patient vitals, but data was passing through to their emr system. The bme (biomedical engineer) performed a reboot of the system to restore functionality, but the cns will freeze again after a few hours. Had the bme check both the hard drives which were indicating good/green, however nihon kohden technical support believes the issue may be the hard drives. Gave the customer the part number for a backup hard drive to order in case the issue persists. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.